Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on properly, service code 206) has been confirmed. Upon investigation the monitor would not fully power on and was displaying service code 206 (shell application failure). The monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was not powering on properly and was displaying service code 206 (shell application failure).